Manufacturer narrative:
Additional information was received on (B)(6) 2017 stating that the customer had remained hospitalized in a coma and subsequently passed away on (B)(6) 2017.

Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had ongoing high blood glucose (bg) levels due to a cold. The customer treated the high bg with an insulin injection and levemir. The customer's spouse had found the customer unresponsive on (B)(6) 2017 and took her to the hospital. The customer's blood glucose (bg) level was tested and found to be "low" which was lower than 20 mg/dl. The customer was reported to be in a coma. The customer was treated with dextrose and "amp of d50." The bg elevated to 110-120 mg/dl. The contact stated that the customer had been changing the basal pump setting all week due to having a high bg because of the cold. The customer's pump "sick" profile has the basal setting set to deliver 215 units for the total daily basal. The contact could not confirm when the settings had been changed, but the sick profile setting was active and these were the last settings in the profile. Tandem technical support reviewed the pump data and found that the customer had increased the basal rate within her profile incrementally on (B)(6) 2017. The customer had entered a basal rate as high as 11 units/hour. Although requested, additional information regarding the customer's condition was not provided. Reportedly, the customer had been using humulin insulin in the cartridge.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: reportedly, the customer had been sick and had set up a profile labeled "sick." Within this profile, the user had set basal rates for up to 12 units per hour. The pump log revealed that the customer was attempting to keep blood glucose (bg) level very low. The target bg level setting was set to 83 mg/dl. The low bg alert was set at <60 mg/dl, and the high bg alert was set at >125 mg/dl. On (B)(6) 2017, the customer was receiving low bg alerts and clearing them between 5:09pm and 9:44pm. The user unlocked the pump screen for the last time at 9:57pm, at which time the user delivered a 1 unit bolus without entering a carbohydrate or bg value. Bg level reading from continuous glucose monitor (cgm) was 72 mg/dl. Notes written by the customer and provided to tandem by the customer's sister, show that at 10:03pm, the customer writes "2203 (military time) close to dka checking every minute." However, the pump logs show that at 9:59pm, bg reading was 70 mg/dl and at 10:04pm bg level lowered to 65 mg/dl. At 10:09pm the customer was alerted of a low bg value of 59 mg/dl. The user continued to receive low bg alerts, and clears the last alert at 11:59pm. Per the customer's notes, the customer was administering levemir (long-acting insulin) injections, in addition to the humalog u-100 (fast-acting insulin) being infused by the insulin pump. On (B)(6) 2017 at 12:04am, basal rate increased to 12 units per hour, as programmed into the "sick" profile. The next time the pump screen was unlocked was on (B)(6) 2017 at 5:30pm, assumed to be by hospital personnel. It is unknown why the customer was attempting to keep bg level so low, or why the customer's notes stated that the customer was close to diabetic ketoacidosis (dka) when bg levels were very low. There is no evidence of a device malfunction or failure. All expected alerts and alarms were triggered appropriately as programmed.